Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited premature battery depletion. No device intervention was reported. Patient was asymptomatic and stable.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Analysis of the device image found elevated monthly battery current measurements. Interrogation of the device at various settings and current monitoring after the device had been cut open could not reproduce the high current recorded in the device image.

Event description:
New information received indicated that the device was explanted and replaced on (B)(6) 2019. There were no complications before, during, or after the procedure.